Event description:
New information received states that the patient was seen in clinic and they were unable to reproduce any noise or connect to patient activity or work. They planned to monitor the right ventricular (rv) lead and reevaluate if noise or other changes such as capture, threshold or impedance are noted. The patient was stable before during and after the event and will be monitored.

Manufacturer narrative:
New information. Patient age and unit.

Event description:
New information received states that non- sustained right ventricular oversensing (nsrvo) episode which was previously reported as lead noise was noted via remote transmission. It was stated that the patient will be brought into clinic for further evaluation. No intervention has been performed yet and the device remains implanted. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient remotely presented with non sustained oversensing over a merlin.net transmission. This was characterized as true noise on the right ventricular lead. It was noted that the noise was present immediately post device implant on (B)(6) 2018 as well. No interventions have been performed so far. The patient is stable and the physician will continue monitoring the situation.

Event description:
New information received states that the patient presented via remote transmission. Further review of transmission indicated that noise was observed on the right ventricular (rv) lead. It was stated that the physician may consider lead revision. No intervention is performed yet and the lead remains implanted. No patient symptoms were reported and the patient is scheduled for a follow up visit next week.

Event description:
New information received notes that several non-sustained rv oversensing episodes were noted on merlin.net transmission. The patient will continue to be monitored for chronic noise oversensing issue. No intervention performed. Patient remained stable.

Event description:
New information received noted that the patient presented for a generator change procedure. Lead noise was observed on the right ventricular lead, but the physician decided to monitor the noise at that time. Later, on (B)(6) 2019 the patient was shocked for lead noise while he was breaking up a fight with his dog and another dog. The patient was scheduled for lead revision and the lead was capped on 3/7/3019 and replaced. The patient was stable post procedure.